Event description:
A mayfield modified skull clamp was reported to have malfunctioned. The description is as follows; the pt was pinned in the mayfield "head frame" when supine. The operating room (or) team turned the pt to a prone position and when the mayfield skull clamp was being attached the pt's head slipped from the pins causing a laceration on the left side of head. The wound was irrigated and stapled closed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.